Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During an unspecified therapeutic, the loop of the subject device could not be released. Therefore the doctor severed the loop. No patient injury was reported. No further information was provided.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00404 to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. As the result of checking the manufacturing record of the subject device, there was nothing abnormal found. The exact cause could not be conclusively determined, because the subject device was not returned. However, based on the similar cases in the past, it was known that the user might be unable to release the loop because the loop was caught between the hook and the coil sheath after the loop was released in the tube sheath for unspecified reason. The instruction manual of the device has already warned as follows; *do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.